Event description:
The pump was returned for investigation. Investigation revealed battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: confirmed the bolus button cover and plug are detached from the pump, exposing the internal contact. Observed the battery compartment is cracked below the finger pad extending down to the primary seal. No issue with loss of power. There was no evidence of moisture damage in battery compartment. (B)(6).